Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had no image connection. The monitor was black with occasional red flashes. The issue occurred before a procedure that was completed with a different device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction to field d9. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. According to the device inspection result, it was confirmed that charged coupled device cable was damaged and trace of water invasion of scope connector. Therefore, olympus presumed the following two possibilities as the cause of the event: the charged coupled device cable was broken or an abnormality such as a short circuit inside the scope connector occurred and the device was unable to communicate with the video system center normally. Olympus could not specify the root cause of the event. For the burnt probe cover found at device estimation, olympus presumed that the event may occur when a high-energy endo therapy accessory (high frequency, argon plasma coagulation (apc) probe, laser) is used without ensuring a sufficient distance from distal end. However, since information whether the user used a high-energy endo therapy accessory was unavailable, the root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.